Event description:
Event description boston scientific crm received information that this device was in power-on reset (por) mode. The patient was short of breath and the EKG indicated complete heart block. The device has been implanted greater than 8.5 years. The caller wanted to know if the lower rate limit could be changed? Technical services advised it could not as the device is likely past end-of-life.